Event description:
It was reported the bd intima-ii 24gax0.75in prn had foreign matter the following information was provided by the initial reporter; on (B)(6) 2023, when preparing for intravenous infusion treatment, I opened the package and found a hair-like substance, and immediately replaced the indwelling needle with a new one.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional infromation provided.

Manufacturer narrative:
1. DHR/bhr review(lot#2249820): 1)this batch of products were assembled at intima ii auto line 2 in september 2022, and packaged at r240 package line in september 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the specific parts of the hair-like substance in the package cannot be identified. 3. Check the retained samples of this batch, no foreign matter such as hair is found, please see attachment for the check report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, the source of the hair-like substance cannot be determined, and the plant will continue to pay attention to and monitor such defects.